Event description:
It was reported that during reprocessing of the large suturecut needledriver instrument, the wires were observed to be frayed. There were no missing or fallen pieces reported. Late reporting of this event is due to an reporting oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the pitch cable at the distal clevis hub is frayed. No other damage was found at the clevis and no other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.